Event description:
It was reported that a revision surgery was performed in order to achieve the mandibular position wanted.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Manufacturer narrative:
The reported event was confirmed as the surgeon placed an order for purchasing bilateral tmj set on the ID portal and returned the left tmj explant devices. The implanting surgeon reported difficulty placing the condylar component on the right side due to the patient's bone quality. The engineering department reviewed the imaging and reported that the bone quality was marginal in the fossae, which had been remodeled. The mandible should be repositioned more anteriorly, and this can only be achieved by removing the left tmj devices to get the mandible in an efficient position. However, the jaw was slightly yawed, and a minor correction was needed for symmetry. This complaint addresses the removal of the left side devices. The removal of the right-side devices is ad-dressed in pi 2728749. Corrected data: the catalog number originally reported was chg010 and it was later found to be chg020. Additionally, the lot number was corrected to t16-0271. Overall, the removal of devices was to the symmetry advancement of the mandible, and it could only be achieved when both sides are revised, so this event is unrelated to tmj device failure, malfunction, or other performance issues.

Event description:
It was reported that a revision surgery was performed in order to achieve the mandibular position wanted.